Event description:
The customer contacted philips to order parts. There was no allegation of any failure to meet specifications or to otherwise perform as intended and expected. There was no patient involvement. One processor pca was returned for failure analysis. Per the available information, there was no reported customer issue. However, prior events, indicated in the log files, show the processor pca had failed for a wlfs error. The som pca had a wlfs error.

Event description:
The customer contacted philips to order parts. There was no allegation of any failure to meet specifications or to otherwise perform as intended and expected. There was no patient involvement. One processor pca was returned for failure analysis. Per the available information, there was no reported customer issue. However, prior events, indicated in the log files, show the processor pca had failed for a wlfs error. The som pca had a wlfs error. Once the failure was found through failure analysis, the customer was asked to provide a description of the actual failure that was observed. The customer reported the device would go to service mode when turned on.